Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The x-ray tube was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the x-ray tube needed to be replaced. No pt injury was reported.